Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 1820334-2022-00509 in error. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled under manufacturer report number of this initial medwatch report. Please see 3002808486-2022-00155 for the medwatch regarding the celect filter placed (B)(6) 2015. Occupation: non-healthcare professional investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism, fracture, organ/vena cava perforation, unable to remove, tilt, pain, depression, walking difficulty, and fear. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, depression, walking difficulty, and fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received a cook celect filter on (B)(6) 2011 due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear that the filter might cause further damage as it has not yet been removed". Additionally, patient alleges experiencing pain in leg while walking which limits physical activity and depression. Patient was subsequently implanted with a second celect filter (B)(6) 2015. Per a computed tomography (CT) addendum: "with regards to the ivc filter there appears to be some malposition of the struts of the filter; hence, this filter is not in satisfactory position". Per a CT chest: "there are segmental bilateral lower lobe pulmonary emboli in keeping with small chronic emboli, stable since the prior". Per an undated CT abdomen and pelvis: "status post ivc filter. The filter legs periphery the wall of the ivc. 2 ivc fillers are demonstrated". "Impression: status post ivc filter placement x 2. No fracture". Per a CT angiogram chest: "findings: ivc filter is partially visualized in the infrarenal inferior vena cava". "Impression: 3 x 2 cm irregular filling defect al the lateral periphery of the left pulmonary artery is enlarged since the most recent study dated 03/16/2017. However, it is similar in appearance to that of the original study of 2015. This may represent reaccumulation of thrombus". Per a CT abdomen: " two filters: upper ivc filter with: - 3 mm mesenteric perforation - no fracture, tilting, migration or stenosis. Lower ivc filter with: - tilting with the apex against the wall - 3 mm vertebral, and 13 mm mesenteric perforation - fractured anterior strut - no migration or stenosis". - per a CT abdomen: "impression:2. There are two ivc filters. There is a filter at the level of the renal artery/renal vein which is appropriately placed. The second filter is identified above the level of the common iliac arteries/distal bifurcation of the ivc".